Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient was hospitalized for peritonitis and was transitioned to hemodialysis for renal replacement needs. There were no reported allegations that the event was related to any issues with fresenius products. The pd nurse stated the patient was non-compliant with pd therapy. In additional follow-up, another pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was initially seen in the outpatient pd clinic. The patient had a pd culture obtained which revealed growth of the bacteria enterobacter hormaechei. The patient was started on antibiotic therapy with intra-peritoneal (ip) cefazolin and ceftazidime (both 1 gram) on an outpatient basis. However, the nurse stated that the patient¿s abdominal pain persisted despite antibiotic treatment. Subsequently, on (B)(6) 2023, the patient was admitted into the hospital. The nurse indicated the patient had the pd catheter removed and was transitioned to hemodialysis. Subsequently, on (B)(6) 2023, the patient was discharged from the hospital. The patient is reportedly recovering from the peritonitis event and continues outpatient hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was attributed to a breach in aseptic technique as the patient is not complaint with proper infection control practices during his treatment.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the organism enterobacter which are bacteria normally found in human intestines and are often associated with peritonitis due to a breach in aseptic technique. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique as the patient is known to be non-compliant with proper infection control procedures during treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient was hospitalized for peritonitis and was transitioned to hemodialysis for renal replacement needs. There were no reported allegations that the event was related to any issues with fresenius products. The pd nurse stated the patient was non-compliant with pd therapy. In additional follow-up, another pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was initially seen in the outpatient pd clinic. The patient had a pd culture obtained which revealed growth of the bacteria enterobacter hormaechei. The patient was started on antibiotic therapy with intra-peritoneal (ip) cefazolin and ceftazidime (both 1 gram) on an outpatient basis. However, the nurse stated that the patient¿s abdominal pain persisted despite antibiotic treatment. Subsequently, on (B)(6) 2023, the patient was admitted into the hospital. The nurse indicated the patient had the pd catheter removed and was transitioned to hemodialysis. Subsequently, on (B)(6) 2023, the patient was discharged from the hospital. The patient is reportedly recovering from the peritonitis event and continues outpatient hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was attributed to a breach in aseptic technique as the patient is not complaint with proper infection control practices during his treatment.